Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on may 21, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. No phaco tip was returned for evaluation for the report of a thermal burn resulting in astigmatism bigger than expected; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the beginning of phacoemulsification, the expected dissolution of the nucleus lens is not seen. After attempts to activate the footswitch, it was realized that the machine has a different sound than usual. The phacoemulsification handpiece and tip were adjusted, but this did not solve the issue so they were both replaced for new ones. The procedure was completed at that time. It was observed that the patient experienced a corneal burn at the phaco tunnel site. A suture was used to close the wound. The patient is reported to have more astigmatism postoperatively than expected. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer reporting the phaco tip made an unfamiliar noise at the initial phacoemulsification. Adjustment and secondary attempt at phaco without effect. The handpiece was replaced. In the surgeon's opinion, the phaco handpiece tip caused or contributed to the event. Additional information was received from the customer reporting that the handpiece and tip were not assembled correctly.